Event description:
It was reported that the customer's insulin pump had a loose end cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Unit had cracked reservoir tube lip, reservoir tube, battery tube threads, scratched case and missing end cap sticker.